Event description:
It was reported that ineffective shocks were delivered, and the high voltage lead impedance was greater than 200 ohms. The ICD and lead were explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lead serial number, the manufacturing date cannot be determined. Evaluation summary: no anomalies found; distal segment of lead returned. Evaluation summary no anomalies found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lead serial number, the manufacturing date cannot be determined. Evaluation summary: no anomalies found; distal segment of lead returned. Analysis of the ICD is in process; the results will be forwarded when available.